Manufacturer narrative:
(B)(4). This activity is being managed through medtronic¿s aptus integration plan.

Event description:
The first 4 endoanchors within the case were placed without issue. During deployment of the fifth endoanchor, the doctor proceeded to 2nd stage deployment despite the heli-fx applier not being well apposed to the vessel wall. The aptus representative attempted to note this condition to the doctor but the forward button had already been pushed a second time. The endoanchor was mis-deployed and moved proximally in the aorta to a location approximately 7cm north of the endograft. Resolution of event: the heli-fx applier was removed and a snare was advanced to capture the endoanchor. After approximately 10 minutes, the endoanchor was snared and removed from the patient with no adverse patient effects. The case was concluded as 4 endoanchors had already been deployed successfully. No clinical sequelae were reported and the patient is fine.